Event description:
The customer reported a precharge voltage error message. This prevented the system from booting., resulting in a loss of imaging functionality. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The precharge board was replaced and the cable was repaired during the service call. The system was tested and found to be working as intended and put back into service.